Manufacturer narrative:
For this incident, sensor removal was unsuccessful during the initial removal attempt on (B)(6) 2025. An incision was made to attempt to remove the sensor and while removing the sensor broke into two pieces. Only one piece of the sensor was successfully removed and the remained piece was unable to be removed. The remaining sensor piece was successfully removed during second attempt. The date of second removal attempt was not provided. The procedural adverse events like "inability or difficulty to remove sensor" and "sensor breakage during removal" are known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". No further investigation was found necessary for this complaint. The patient was inserted with a new sensor to continue using eversense e3 cgm system. B4. Date of this report 22 oct 2025. G3. Date received by the manufacturer? 22 oct 2025. H6. Investigation findings updated to 4248. H6. Investigation conclusions updated to 4311.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the sensor removal was unsuccessful. An incision was made to attempt to remove the sensor and while removing the sensor broke into two pieces. The removal procedure took place on (B)(6) 2025. One piece of the sensor was successfully removed, but the remaining piece is still in the patient's right arm. Next tentative date of removal hasn't been provided.